Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with lavh, bso, bilateral sacrospinous ligament fixation with vaginal vault suspension and excision of two small lesions from left vulva due to pelvic floor and uterine prolapse, IV cystocele, and ii-iii rectocele and two small skin lesion on the left vulva. It was reported that patient underwent abdominal sacral colpopexy, anterior and posterior repair and removal of posterior vaginal wall mesh due to post hysterectomy and vaginal vault prolapse on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.